Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that non-sterile package of product was opened and it was realized that sterile package was damaged, there was hole. Surgery did not extend. Surgery completed with another device. There was no harm or injury to patient or operator.

Manufacturer narrative:
(B)(4). No product has been returned. Device history record (DHR) was reviewed and no discrepancies were found. However, pictures have been sent and a "hole in inner sterile packaging'' event has been determined. Investigation results concluded that the reported event was due to supplier packaging issue. Corrective action has been initiated to address the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.